Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. G2: post-market safety management at medtronic japan co., ltd.

Event description:
It was reported that thoracic endovascular aortic repair (tevar) was performed using two non-abbott thoracic stent graft systems for a descending thoracic aortic aneurysm. The first stent was attempted to be elevated from the right fa (using perclose), but it could not be advanced around the eia-cia area. It was removed, and a 24fr sheath was elevated from the same right fa. The 24fr sheath advanced to the renal artery level. The second stent was inserted into the 24fr sheath and placed in the descending aorta as planned. The second stent was landed in the distal arch and angiography was performed. During this angiography, the flow of the contrast agent was poor and it stagnated in the arch for a long time. The second stent was placed as planned, and angiography was performed. The tevar itself was completed. Upon checking the access, contrast agent was found to be leaking outside the vessel around the right eia-cia area, confirming access damage. The patient went into shock and cardiac arrest, and CPR was initiated. An urgent decision was made to place a non-abbott stent graft. The first non-abbott stent graft (f10mm x 10cm) was placed from the cia to the eia. Post-placement angiography showed remaining damage, so a second non-abbott stent graft (f9mm x 10cm) was added slightly proximal to the femoral head level. (The native vessel diameter was approximately 8mm.) A type 3a endoleak was observed between the non-abbott stent grafts, so a non-abbott balloon dilatation catheter (f10mm) was used for touch-up. The type 3a endoleak did not disappear, and when an 8fr sheath was advanced to place a third non-abbott stent graft (f11mm), the junction of the previously placed non-abbott stent graft detached. The non-abbott stent graft placed proximally was completely pushed out of the vessel, and the guidewire that had been passing through the true lumen was also dislodged, making cannulation impossible. A rescue balloon was elevated from the contralateral (left) side for occlusion. While considering the next steps, the patient remained in cardiac arrest, and CPR could not be stopped. Bleeding was also observed from the intubation tube. After 2 hours of cardiac arrest with no return of spontaneous circulation, the physician decided to cease resuscitation efforts, and death was confirmed.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. In the physician's opinion, the prostyle devices did not cause or contribute to any of the adverse events or death. H6- medical device problem code 1494 clarifier: indication for use: reportedly, the sheath was upsized to 24f. It should be noted the electronic prostyle instructions for use (eifu). It should be noted that the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. Correction: h6- health effect - clinical code 4559, 2072, 1762,1888 were removed. Correction: h6- health effect - impact code 1802, 4641, 4604 were removed. Correction: h6- medical device problem code 2993 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the sutures of two prostyle devices were successfully pre-placed in the right common femoral artery using the pre-close technique via a 6f sheath hole prior to the thoracic endovascular aortic repair (tevar) procedure. The sheath was upsized to 24f. Both suture knots were successfully advanced and achieved hemostasis. In the physician's opinion, the prostyle devices did not cause or contribute to any of the adverse events or death. No additional information was provided.